Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low wbc, platelet (plt)and high rbc, hgb results generated by coulter lh 750 analyzer without generated flags. The patient specimen was rerun three times (3) and similar correct results were obtained, which the customer considered accurate. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The specimen was collected in a 5cc vacutainer tube. The instrument is within qc specification with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the event and were within assay limits. A bci field service engineer (fse) replaced the diluent dispenser and hardware. Fse verified the instrument operation. Although hardware and/or poorly mixed specimens may have contributed to the event, a clear root cause can not be determined for this event.